Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. The maximum aneurysm diameter was 55 mm. The diameter of the proximal aortic neck was 18 mm at the renal arteries and 15 mm at the beginning of the aneurysm. The proximal neck aortic neck length was 10 mm. The infrarenal neck angulation was 80-90 degrees. It was reported that the bifurcated stent graft was deployed at the renal arteries; however, due to the severely angulated proximal neck, the physician had difficulty removing the delivery system. While removing the delivery system, the stent graft was pulled down slightly. After implanting the contralateral limb, the final angiogram revealed a slight proximal type I endoleak. The physician commented that the leak was small and there was no inflow to the main aneurysm sac. It is believed that the leak will resolve over time without the need for intervention. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; highly angulated, short length and small diameter proximal neck); unapproved use of device (aortic neck diameter less than 19 mm; infrarenal neck angle > 60 degrees). Conclusions: known inherent risk of a procedure (endoleak); off ¿label, unapproved or contraindicated use (aortic neck diameter less than 19 mm; infrarenal neck angle > 60 degrees); device failure related to patient condition (anatomy related; highly angulated, short length and small diameter proximal neck).